Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during a surgical procedure for humeral diaphysis fracture to apply (B)(6) proximal femoral nail antirotation (pfna) blade-long device, it was observed that the radiolucent drive device stopped spinning the drill bit device while the surgeon was performing the distal locking. It was reported that the event occurred when the tip of the drill bit device came into contact with the opposite side of the proximal cortical bone after drilling and penetrating the proximal cortical bone of the patient's femur. It was reported that the distal locking procedure was completed by attaching the drill bit device directly to the power tool device. It was reported that there was a five minute delay in the surgical procedure. It was not reported if a spare device was available for use. It was reported that there was no alleged malfunction against the pfna (proximal femoral nail antirotation) device. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Serial number and device manufacture date: the device serial number was not provided by the reporter in the initial report. Therefore, the serial number and manufacture date was documented as unknown. Upon receipt of additional information, the serial number was identified as (B)(4). The device manufacture date is oct 5, 2015. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The manufacturer city was inadvertently documented as waldenburg. The city has been corrected from (B)(6). Contact office - name/address has been updated accordingly to reflect the corrected manufacturing facility. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device worked according to specifications. There were no failures identified. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.